Event description:
The customer reported that their sony display has failed (no output) on their acuity central monitoring system. The customer replaced with an on-site spare, and now need a new display to replenish the spare pool. There was no report of any pt harm as a result of the reported events. The customer did not provided any pt information.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn factory service confirmed that the display had failed to function. The display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess the troubleshooting capability beyond identifying these components as the sources of failure. Evaluation: conclusion: other (replaced through services contract).